Manufacturer narrative:
Controls run prior to the event were acceptable. Upon review of the alarm trace, there were abnormal sample aspiration alarms, sample short alarms, and abnormal sample probe movement alarms. The field service engineer flushed reagent syringes, replaced pinch tubing, and adjusted gear pump settings. The measuring cells were replaced. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys estradiol iii assay, a second patient sample tested with elecsys ft3 iii, and two additional patient samples tested with the elecsys tsh assay on a cobas 8000 e 801 module. The initial values were reported outside of the laboratory. All controls on one measuring cell of the analyzer were then outside of range. The reporter tried performing air purges, a probe wash, and cleaning maintenance on the analyzer, but controls were still outside of range. The affected samples were repeated on the other measuring cell. The repeat values were believed to be correct and corrected reports were issued for these repeat values. The first sample initially resulted in an estradiol value of < 5 pg/ml, which repeated as 54.6 pg/ml. The second sample initially resulted in a ft3 value of < 0.4 pg/ml, which repeated as 2.23 pg/ml. The third sample initially resulted in a tsh value of 4.35 uiu/ml, which repeated as 1.64 uiu/ml. The fourth sample initially resulted in a tsh value of 12.8 uiu/ml, which repeated as 4.9 uiu/ml. The estradiol, ft3, and tsh reagent lot numbers and expiration dates were requested, but not provided.